Manufacturer narrative:
Correction: it was inadvertently not included in the initial report that the device was evaluated by a field service engineer (fse) the same day (of the event) and said was operating within specifications. Section d9 device available for evaluation yes additional information g6 follow up report h2 correction with device evaluation h3 device evaluated by manufacturer yes h4 manufacturing date was not provided in the initial report. The manufacturing date is 04/09/2001. Device evaluation: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, lot history, and trending were reviewed. There is no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. Manufacturing date not available at the time of this report all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had lasik cutomvue myopic treatment on (B)(6) 2021. Presented 1 day post op with foreign body sensation and at one week post reported having pressure sensation like a slight headache with blurry vision. At the 1 month post op visit patient reported vision not good in right eye and best corrected visual acuity (bcva) was 20/50. Tearing reported. Patient had a lid scrub performed. At 2 month post-op on (B)(6) 2021 patient had re-treatment of right eye. Right eye -1.75 x 0.75 x 165 bcva 20/50 (prior to re-treatment). Right eye repeat -1.50 x 0.50 x 169 bcva 20/40 +2. Patient reported that right not good for distance, have tearing and is bloodshot experience foreign body sensation. Patient claims that when taking showers eye gets foggy and last 1/2 hour and still experiencing some double vision. 9 week post-op on (B)(6) 2021 (3 month post-op). Right eye (od) -1.00 x 0.75 x 138 sands corrected visual acuity 20/50 bcva 20/20. Patient reports new pain, tearing, no visual improvement.